Manufacturer narrative:
Section b5: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of recurrent pulmonary emboli (pe), deep vein thrombosis (dvt), chronic knee and neck pain, right total knee arthroscopy, hyperlipidemia, morbid obesity and osteoarthritis. The patient presented to hospital with right leg swelling and shortness of breath (sob). Diagnostic testing revealed a dvt of the right femoral to popliteal veins and right lower lobe pe. The indication for the filter placement was reported to be the patient¿s recurrent pe and a contraindication to anticoagulation therapy. The filter was implanted via the right brachial vein and placed in an infrarenal location with no evidence of complications. Approximately one year and three months after the filter implantation, the patient presented with sob, chest pain and increased swelling of the left lower leg. Diagnostic testing revealed occlusive thrombus in the iliac veins distal to the superficial femoral vein that extended to the level of the popliteal veins bilaterally and bilateral occlusion of the greater saphenous veins. Evaluation of the patient¿s chest pain was negative for pe or for acute cardiopulmonary process. The patient is reported to have been off coumadin for a couple of months at the time of presentation. Coumadin was re-started. Approximately two years and five months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed an infrarenal filter with multiple struts perforating the inferior vena cava (ivc). There was no evidence of thrombus within the ivc or evidence of fractured fragments. Approximately eleven years and four months after the filter implantation, the patient became aware that the struts of the filter had perforated the ivc by up to 6mm; with one strut perforating the ivc and in contact with the aorta. The remaining struts were reported to reside within the surrounding soft tissues. Additional information received indicated that the filter struts had also perforated into organs. The filter was noted to be permanent and could not be retrieved. The patient further reported having experienced anxiety and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc, aortic and/or organ perforation events could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported leg swelling, sob and chest pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter perforated the inferior vena cava (ivc), up to 6mm, and one strut perforates the wall of the ivc and contacts the aorta. The remaining struts that perforate the ivc reside within the surrounding soft tissues. The indication for the filter implant, the patient¿s medical history, procedural details and imaging have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: all of the struts of the filter perforate the inferior vena cava (ivc) up to 6mm. One strut perforates the ivc wall and contacts the aorta. The remaining struts that perforate the ivc reside within the surrounding soft tissues. As a direct and proximate result of the malfunctions the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a4, b3, b4, b6, b7, d1, d4, d11, g3, g4, g7, h1, h2 and h6. Section b5: additional information received per the medical records indicate that the patient has a history of recurrent pulmonary embolus (pe), deep vein thrombosis (dvt), knee pain, neck pain, right total knee arthroscopy, chronic back pain, hyperlipidemia, morbid obesity and chronic osteoarthritis. Three days before the index procedure, the patient presented with right leg swelling and shortness of breath (sob). An ultrasound of the right leg was positive for deep vein thrombosis of the right femoral to popliteal veins. A computed tomography (CT) angiogram of the chest was positive for pulmonary embolus of the right lower lobe. The indication for the filter placement was recurrent pe and a contraindication to anticoagulation therapy. The filter was deployed via the right brachial vein. It was placed below the level of the renal veins with no evidence of complications.  One year and three months after the index procedure, the patient presented at a medical facility with shortness of breath, chest pain and increased swelling in the left lower leg. An ultrasound of the legs showed occlusive thrombus in the iliac veins to the distal superficial femoral vein to the level of the popliteal vein bilaterally and bilateral occlusion of the greater saphenous veins. The chest pain evaluation was negative for pe or an acute cardio-pulmonary process. The records noted that the patient had been off of coumadin for a couple of months. The patient was restarted as a result of the bilateral dvt. The patient was also diagnosed with new onset type ii diabetes and hypertension.   Two years and five months after the index procedure, a computed tomography (CT) of the abdomen and pelvis was performed. The results indicated that the infrarenal ivc filter was perforating through the ivc with multiple struts extending extraluminal. The function of the filter is permanent and therefore cannot be removed by a percutaneous approach. There was no evidence of thrombus within the ivc nor fracture fragments.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and the device was unable to be removed. The form also states that there was no removal attempt. The patient became aware of the reported events eleven years and four months after the index procedure. The patient has also experienced anxiety. Additional information is pending and will be submitted within 30 days of receipt.